Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the event. The se replaced the flex cct video cable assembly; the ventilator passed self-testing.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
Report received of ventilator with a blank upper display. Patient involvement information was not provided by the customer. The evaluation and repair of the ventilator is yet to be completed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.